Event description:
Found during daily test. According to the reporter, the device won't power up completely and displays a white screen. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the display was blank and wouldn't complete booting up. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.